Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, restricted posterior leaflet, thin and fragile leaflets. A mitraclip xtw was inserted and deployed on the mitral valve. A second mitraclip xtw was then inserted and deployed on the mitral valve. A third mitraclip xtw (40809a2050) was then inserted and deployed on the mitral valve. A fourth mitraclip xtw (40809a2051) was then inserted without issues. However, while positioning the fourth clip (40809a2051), the clip touched the previously implanted third clip (40809a2050), causing the third clip to detach from the anterior mitral leaflet (aml) and remain attached to the posterior mitral leaflet (pml) (single leaflet device attachment/slda). A flail on the aml was observed. To stabilize the slda clip and flail, the fourth clip was repositioned and deployed next to the slda clip. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (caused damage) appears to be due the user technique of positioning the device. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.